Manufacturer narrative:
Product evaluation: (B)(4). The metal cap is detached and not returned; the glass cap exhibits moderate devitrification at the output window; the glass cap exhibits mild detritus buildup at the tip; the metal cap adhesion location exhibits burnt glue; the outer flow tubing exhibits abrasions at the open end. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 29799 joules of use and 3:07 minutes of use, the tip ruptured. The fiber was exchanged and the procedure was completed utilizing the second fiber. There was no patient injury reported.